Event description:
It was reported that the doctor was performing a lap hernia repair the device wouldn't transect the tissue in the middle of the transetion. The doctor swapped the shear with another and completed the case with no pt consequence.